Event description:
The patient was undergoing a coil embolization procedure using ruby coil lps, ruby coils, lp system detachment handle (handle), and a lantern delivery microcatheter (lantern). During the procedure, the physician placed and detached ruby coils in the target vessel using the handle. The physician then advanced a ruby coil lp into the vessel and attempted to detach it using a handle; however, the ruby coil lp failed to detach. Therefore, the ruby coil lp was removed. The procedure was completed using a new ruby coil lp and the same handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: 3005168196-2021-00312 1. Section b. Box 5. Describe event or problem; 2. Section d. Box 6. If implanted , give date. Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coil lps and lp system detachment handle (handle). During the procedure, the physician advanced a ruby coil lp into the vessel and attempted to detach it using a handle; however, the ruby coil lp failed to detach. Therefore, the physician manually detached the ruby coil lp. No additional information regarding the completion of the procedure was given. There was no report of an adverse effect to the patient.